Event description:
Initial report-on (B)(6) 2024, customer called in to report a false positive for lead in the capillary tubes and suspected presence of lead in tube. No adverse patient effects were reported. Followup report-06/04/2025, customer reported having an additional 24 complaints of high lead in the capillary tubes all with the lot 24e4139. No adverse patient effects were reported. This is complaint 18 of 24 additional complaints.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a correction.

Manufacturer narrative:
Asp global, in collaboration with our contract manufacturer, has completed the investigation into the false positive lead results observed when using edta coated safe-t-fill micro capillary blood collection tubes with magellan leadcare systems. The root cause was identified as tin (sn) in the pvc raw material used to manufacture the capillary tubes. Tin behaves similarly to lead during anodic stripping voltammetry (asv) , the analytical technology employed by the leadcare testing systems, which resulted in the false positive lead readings.